Event description:
It was reported that the device became stuck and difficulty removal occurred. The greater than 90% stenosed target lesion was located in a severely calcified and tortuous vessel with an existing stent that had been deployed at another hospital less than three months prior. During the procedure, the burr was operating at approximately 160 rpm. However, while attempting to burr the calcium at the edge of the stent, the burr became stuck after grabbing possible stent struts, although the console did not stall and continued to spin. The burr was able to advance but could not be withdrawn. An increase in burr speed to above 200 rpm was performed, and an additional guide was placed with a wire advanced down the vessel. A 2.0 balloon was deployed next to the stuck burr, and with combined ballooning and increased burr speed, the burr was successfully brought back into the guide and manually removed in one piece without the use of dynaglide. The procedure was then completed with multiple angioplasties and deployment of a new des. There were no patient complications, the patient was kept overnight for observation, and the patient is expected to fully recover.